Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Returned for review is a straight cup inserter. As returned, the threaded shaft of the hex bolt had fractured and was missing, while the bolt head was retained by the impactor. This issue has been observed previously and was investigated. Design modifications were made to address the bolt fracture and were implemented after this manufacturing lot was produced. No further investigation is required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the scrub tech attached the straight handle cup inserter to the continuum shell in a normal manner. The surgeon placed the continuum unihole cup into the acetabulum and then unscrewed the cup from the inserter handle. The surgeon then attempted to place the dome hole plug into the center hole. As he tried screwing in the dome hole plug, he noticed some metal already in the center hole. After looking closely at the shell followed by looking at the inserter, it was noticed that the threaded portion of the locking screw had sheared/broken off, and it was still in the implanted shell. The surgeon decided to leave it since it was not proud and the liner snapped in easily.